Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a vats pneumonectomy, the tip of the outer sleeve was broken off when a camera was removed through the device. The broken piece had not fallen into the patient. The camera was a rigid endoscope. A pean device was used to make a hole to insert the device into the patient easily. Another device was used to complete the case. There were no adverse consequences to the patient. The patient is stable. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 1/29/2021. D4: batch # unk. H6: component code: mechanical (g04). Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tt012 device was received with the tip of the sleeve broken. The reported complaint was confirmed. It should be noted that product failure is multifactorial. One possible cause for the damage found on the sleeve may be due to an excessive external load being placed on the device. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.